Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture (loc) and noise. An x-ray was performed and showed possible crush. The lead was explanted and replaced. No additional adverse patient effects were reported.